Event description:
After opening the outer box of the alta 14 x 42 femoral nail, it was determined that the inner sterile wrapping was broken. There was a hole in the plastic portion of the packaging. Versus trying to autoclave the 14 x 42 nail, the surgeons chose to use a 13 x 42 nail. There was no adverse consequence for the pt or delay in surgery or anesthesia time.